Event description:
It was reported that no audio output occurred. The patient experienced no audio output which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, it was noticed that the patient was not receiving any audio alerts from her dexcom device. Therefore, the patient was frequently checking her app for cgm (continuous glucose monitor) updates since she was not being alerted when her cgm values reached her high or low thresholds. Three days later, on (B)(6) 2024, the patient had been sleeping and was unaware that her cgm value had reached high mg/dl with double arrow up. Her daughter, who is a follower on the dexcom app, called and notified the patient of the high cgm reading. A bg meter reading was taken then and found to be 600 mg/dl. The patient had also begun vomiting; therefore, she was brought to the ER (emergency room). The patient was treated with insulin and an unspecified anti-nausea medication. The patient was discharged home 2 days later, on (B)(6)2024. At the time of ts follow-up on (B)(6)2024, the patient was okay and her dexcom app alerts were now working. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio output occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2024, it was noticed that the patient was not receiving any audio alerts from her dexcom device. Therefore, the patient was frequently checking her app for cgm (continuous glucose monitor) updates since she was not being alerted when her cgm values reached her high or low thresholds. Three days later, on (B)(6) 2024, the patient had been sleeping and was unaware that her cgm value had reached high mg/dl with double arrow up. Her daughter, who is a follower on the dexcom app, called and notified the patient of the high cgm reading. A bg meter reading was taken then and found to be 600 mg/dl. The patient had also begun vomiting; therefore, she was brought to the ER (emergency room). The patient was treated with insulin and an unspecified anti-nausea medication. The patient was discharged home 2 days later, on (B)(6) 2024. At the time of ts follow-up on (B)(6) 2024, the patient was okay and her dexcom app alerts were now working. Data was provided for investigation. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event- correction. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction . H10: corrected data.